Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On november 12, 2020, omsc received the literature "y03-1: a case of delayed sigmoid colon perforation after endoscopic submucosal dissection for laterally growing cecal tumor". The purpose of the literature was to report about the atypical case of a delayed perforation of lower gastrointestinal endoscopic submucosal dissection (esd). In the literature, 3 days after esd of a cecal neoplasm it was reported that 1 perforation at sigmoid colon was observed at (B)(6) medical center. The patient was woman in 70s and her anamnesis included myocardial infarction, idiopathic thrombocytopenic purpura, type 2 diabetes mellitus, and chronic kidney failure associated with diabetic nephropathy. The esd was performed using an endoscopy (olympus; pcf-q260ji). Other medical devices were used as below: an overtube with a balloon (manufacture unknown), a knife (non-olympus), and a clip (manufacture unknown or non-olympus). Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, the author wrote ¿since the operability of the endoscope was poor at the time of preoperative examination, an overtube with a balloon was used, pcf-q260ji, flush knife bt 1.5 mm, and mucoup (r) was used for local injection.¿, and also ¿(3 days after the esd,) peritoneal peritonitis was diagnosed due to peritoneal thickening and peritoneal effusion near the colon, and an emergency operation was performed at our hospital's gastrointestinal surgery. A peritoneal perforation was observed, so laparoscopic sigmoid colectomy and ileal prosthesis were performed.¿